Event description:
Customer reported an error message displayed during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software and adjusted the power supplies. System operates as intended. Ge healthcare.